Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient cable was not working. It was noted that the cable was not used previously. The caller was advised to return the cable for analysis. No patient complications have been reported as a result of this event.